Event description:
It was reported that drill bit snapped in half while drilling femur with sizing guide in situ. No replacement required and no impact on surgery / patient at time of surgery. Surgeon appeared to be using drill in usual fashion with no apparent force exerted on drill bit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device was not available for return. An event regarding fracture involving a triathlon peg drill was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: records were not provided for review. Device history review: a lot ID was not provided for review. Complaint history review: a lot ID was not provided for review. Conclusions: the exact cause of the event could not be determined as the device was not returned for evaluation. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that drill bit snapped in half while drilling femur with sizing guide in situ. No replacement required and no impact on surgery / patient at time of surgery. Surgeon appeared to be using drill in usual fashion with no apparent force exerted on drill bit.